Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information found the patient's lead was explanted and replaced on (B)(6)2020 to resolve the issue.

Manufacturer narrative:
Date of the event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced auto reducing. Diagnostics showed on the l2 lead that 2 contacts were high. The patient did not have any falls but has an active lifestyle. Revision surgery may take place at a later date.